Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizure and dislodged cannula. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they had a seizure and fell to the ground. As a result, the pod came off causing the cannula to dislodge. The pod was worn between 4 and 24 hours on the abdomen.